Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the ultrasound gastrovideoscope had foreign material on the scope body and forceps lever and residual fluid coming out of the forceps channel and suction port. There was no patient involvement.